Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient went away on holiday on the other side of the world. Patient was told to shut off the therapy. Patient didn't turn it back on right away. Patient said they charged the handset but nothing will come up on the screen. Walked patient through pressing and holding the power button for 3-5 seconds and the handset powered on. Patient was then able to successfully turn the therapy back on and increase her stimulation. In talking the patient said she is going to have the system moved from the right side to the left because the system is not working to satisfaction. During the day it works ok, but during the night it doesn't. Patient is getting up three times a night, usually every two hours so she is tired. She doesn't know what they are going to do she hasn't seen the doctor yet. Next week pt is going to the doctor. The issue started probably several months ago. Patient said it is not our device it is her age and everything else. Documented reported event. No further action was taken by patient services. No further complications were reported at this time. Additional information was received from the patient. Patient called because they received a letter from medtronic, reference#: (B)(4). Patient answered the questions on the call. The patient noted that the issue was not caused by normal battery depletion and said that the therapy wasn't working, not helping with symptom control at night and hcp thought that it might help to place system on the other side. Patient said they have arthritis in their lower back and the pa thought that may interfering with the therapy. The patient noted that the cause of the first implant not working was unknown, no explanation was provided by their hcp. Patient said that it is just their body. Patient received a new implant on the other side on (B)(6) 2022. Patient said a medtronic representative was there, however doesn't recall their name. Patient is working with the pa at hcp office and was told to stay on a program for at least a week. Patient said they just made an adjustment this morning. Patient said they have symptom control during the day, it is just at night that they still have issues. Patient to monitor and track symptoms. Troubleshooting reviewed therapy information and general programming guidance. Patient to provide update and discuss programming options at next appointment which is next week. Patient reviewed information which was previously documented.